Event description:
It was reported that during x-ray examination this right ventricular (rv) lead was noted to be dislodged, causing crosstalk oversensing of the atrial activity on the rv lead channel. The physician opted to reposition this rv lead. No additional adverse patient effects were reported. This lead remains in service.